Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate across multiple cartridges. Customer¿s blood glucose was 241 mg/dl. Reportedly, customer continued to use the pump for insulin therapy and also confirmed that manual injections are available.